Manufacturer narrative:
Add'l info obtained indicated that the physician conferred with another physician regarding continued treatment of this pt. The treatment plan is to keep the pt on a low residue diet, dilate the rectum and maintain catheter drainage, while waiting for the fistula to close. If the pt becomes impatient, the physician will pursue a single stage repair using an omental or gracilis flap. The physicians also discussed how to prevent this type of event in the future by ensuring that the needles are precisely placed deep enough into the prostate, event if it means advancing them into the sv to avoid freezing the sphincter or creating a fistula.

Event description:
A field rep reported on an incident that happened on (B)(6) 2010 at (B)(6) hospital. This was a prostate case that was finished with no problems. The pt returned to the doctor their post-op appointment with a r/u fistula.